Event description:
It was reported that an ilet bionic pancreas exhibited a nonresponsive touchscreen on the left side, preventing navigation back from a particular screen; attempts to restart through the ilet app and to update firmware were unsuccessful, and a replacement device was arranged with notification that the replacement would not be watertight. Symptoms included no adverse health effects or clinical symptoms. Outcomes included no impact to health and no hospitalization. Investigation included customer troubleshooting and user education regarding device management, data syncing, delivery logistics, and return instructions. Investigation of this case revealed a device display or touchscreen malfunction consistent with an interface hardware failure affecting screen responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touchscreen assembly.